Event description:
In 2007, a patient had endocarditis on the ventricular septal defect and in 2007, the defect was operated on and concomitant aortic valve repair was performed. In 2012 the patient had native aortic valve endocarditis due to streptococcus mitus and a 23mm trifecta valve was implanted. In 2018, the patient's exercise tolerance started to decrease, and tee revealed structural valve deterioration with peak gradient of 71 mmhg and mean gradient of 42 mmhg. Tee showed the ncc was crimped and ncc/rcc commissure was thickened, with no regurgitation noted. On (B)(6) 2018, the patient underwent a re-do avr, and a 25mm regent valve (serial number: (B)(4)) was implanted. On (B)(6) 2018, the patient received a thoracentesis and remains hospitalized with intercostal neuralgia. The (B)(6) patient is reported to be recovering.

Manufacturer narrative:
An event of a high gradient was reported. Gross morphological and histopathological examination revealed calcifications on all three leaflets immobilizing and limiting leaflet mobility. Fibrous thickening was also observed on all three leaflets. There was circumferential fibrous pannus ingrowth on the inflow and outflow surfaces of the valve. Inflammation of the leaflets were not observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
In 2007, a patient had endocarditis on the ventricular septal defect and in 2007, the defect was operated on and concomitant aortic valve repair was performed. In 2012 the patient had native aortic valve endocarditis due to streptococcus mitis and a 23mm trifecta valve was implanted. In 2018, the patient's exercise tolerance started to decrease, and tee revealed structural valve deterioration with peak gradient of 71 mmhg and mean gradient of 42 mmhg. Tee showed the ncc was crimped and ncc/rcc commissure was thickened, with no regurgitation noted. On (B)(6) 2018, the patient underwent a re-do avr, and a 25mm regent valve (serial number: (B)(4)) was implanted. On (B)(6) 2018, the patient received a thoracentesis and was hospitalized with intercostal neuralgia. The (B)(6) year old patient is reported to be recovering.